Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. A 20 x 2.50 promus premier select drug eluting stent was advanced for treatment. However, during the procedure the stent struts were damaged. The procedure was completed via alternative method. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. A 20 x 2.50 promus premier select drug eluting stent was advanced for treatment. However, during the procedure the stent struts were damaged. The procedure was completed via alternative method. There were no patient complications reported. It was further reported that the target lesion was 75% stenosed with moderate tortuosity and moderate calcification.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 20 x 2.50 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. A 20 x 2.50 promus premier select drug eluting stent was advanced for treatment. However, during the procedure the stent struts were damaged. The procedure was completed via alternative method. There were no patient complications reported. It was further reported that the target lesion was 75% stenosed with moderate tortuosity and moderate calcification.